Event description:
Pt reported that, while troubleshooting an occlusion error, they discovered that their infusion set cannula was bent. Pt stated that they examined the unused infusion sets, from this lot, and discovered that 3 of them had been cannulas, out-of-package. Pt stated that their blood glucose was elevated (~300 mg/dl), which they treated by bolusing insulin.